Event description:
It was reported the patient received inappropriate therapy. It was also reported the lead displayed over-sensing, high impedance, and fracture. The therapies were ¿turned off.¿ at this time, additional action is pending and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the rv lead integrity alert were met, the impedance on the rv pacing lead was beyond the expected upper range, and there was unexpected delivery of a ventricular tachyarrhythmia therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.